Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a missing helium tank valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the helium tank valve knob (0366-00-0092). The fse performed a full pm with safety, calibration, and functionality checks to factory specifications. The iabp was cleared for clinical use.